Event description:
The pt underwent an angiogram with access in the femoral artery, followed by an angio-seal device deployment to seal the arteriotomy site in 2004. Pt was discharged to home later that evening. The angiogram revealed their arteries were in good condition and no further heart procedures were necessary. Third day pt talked with dr. Who was covering for their cardiologist. Pt had developed heat, redness, and significant swelling in the groin area. Pt presented to the e.r. And was admitted to the hosp and treated with oral and intravenous antibiotics. Two days later pt underwent surgery; the angio-seal device was removed, the artery was repaired and a staph infection was treated. Pt remained in the hosp for nine days with IV antibiotics twice a day, as well as oral antibiotics and various other tests. Pt was released from the hosp a week later to continue their recovery at home. Pt will be taking antibiotics for 40 additional days from the time pt left the hosp. Pt was unable to drive or be a passenger in a car for any length of time. Pt has a follow-up appointment in june 2004 with the surgeon. Surgeon told the pt the angio-seal device was contaminated. The pt stated there is an ongoing investigation at this time.